Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilation on the oxylog 3000 failed during a CT scan at around 14:00 on (B)(6) 2024. The ICU patient was provided with emergency care immediately by the accompanying medical team using an ambu bag. The device alarmed.

Manufacturer narrative:
The information provided by the service technician and the customer was analyzed to investigate the reported incident. No logs, screenshots or photos were available for the oxylog 3000 with serial number (B)(6), manufactured in january 2005. (B)(6), manufactured in january 2005. According to technical support and the on-site technician, the device reported the error message ¿tf19.0082 - supply vvent out of range¿, indicating a problem with the motherboard. Due to the advanced age of the device, it was decided together with the customer to reject the device. Based on the information available, a detailed analysis of the incident could not be determined. In the event of a technical problem (e.g. ¿device failure¿), the device gives a visual and audible alarm. If the ventilator stops operating completely, ventilation is interrupted and the safety valve opens so that the patient can breathe spontaneously. To continue ventilation in such a case, an alternative device needs to be used. The results of the investigation did not reveal any new risks that are not recorded in the product risk management file.

Event description:
It was reported that the ventilation on the oxylog 3000 failed during a CT scan at around 14:00 on 17/12/2024. The ICU patient was provided with emergency care immediately by the accompanying medical team using an ambu bag. The device alarmed.